Event description:
The event is reported as: the customer alleges that the tube was found torn near the wye end. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of the report.